Manufacturer narrative:
Date of submission (B)(4) 2017-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2017 with the following findings: investigation revealed a dim and discolored display. A battery compartment crack was observed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned, however, investigation as not been completed. Once evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.